Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of "paravalvular leak" could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect and 2mm on leaflet 2 at the outflow aspect. Host tissue on the frame was heavy at the inflow and moderate at the outflow aspect. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, this required intervention due to perivalvular leak after an implant duration of one (1) year and one (1) month. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The reported event was not confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
Edwards received notification that a 23mm pericardial aortic valve was explanted after an implant duration of one (1) year and one (1) month due to paravalvular leak (pvl) observed between the non-coronary cusp and the right coronary cusp causing hemolysis. The initial indication for replacement was aortic stenosis. As reported, the implant procedure was uneventful with perfect seating and good result. No pvl was observed during all controls. The patient did not present visible subannular factors; it was all fine for implantation of the pericardial aortic valve. The first symptoms of hemolysis appeared six (6) months after the procedure. One (1) month later, pvl was diagnosed. The explanted valve was replaced with a 23mm edwards pericardial aortic valve. The patient was noted as to be well after the procedure.

Manufacturer narrative:
An observational evaluation was performed on the returned valve. As received, the valve is intact with a dark green explanting suture attached to the sewing under commissure 1. There are some minor tissue damages on leaflet 2 near commissure 2 and leaflet 3 near commissure 3, which are most likely due to the explantation. Minor host fibrous (pannus) tissue growth was observed on leaflet 2 near the wireform from outflow aspect and on leaflet 3 from inflow aspect. The leaflets appeared to be stiffer when probed with fingers that is most likely attributable to the exposure to blood, host tissue growth, and subsequent storage in formalin. There is no evidence of leaflet tissue calcification on x-ray imaging. No other abnormality is evident on the valve as received. The reported paravalvular leak (pvl) could not be assessed or confirmed on the returned valve. As no further patient information was provided, the specific cause(s) for the reported pvl remains to be determined at this time.